Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were worn and the act button had to be pressed harder. The customer's blood glucose level was unknown at the time of the incident. The customer also reported the reservoir entry was cracked, the insulin pump rejected new battery, had no delivery alarms during priming, and unexplained no delivery alarm. The device will not be returned for analysis.